Event description:
Event: right renal artery occlusion. Case details: the superior neck was reported to be ectatic, and to contain thrombus. During graft deployment the thrombus was displaced and moved into the right renal artery. The graft was successfully implanted. Attempts to access the renal artery to remove the thrombus were not successful. The right renal artery occluded. The physician will follow up to treat the renal occlusion.